Manufacturer narrative:
According to the customer, starting on (B)(6) 2026 the nebulizer will turn on but will not administer his medications. The customer reported that he requires the treatments "twice daily" to prevent shortness of breath when ambulating due to a "lung condition". The customer reported that they have not been able to receive their nebulizer treatments due to the reported issue. The customer reported that he has been utilizing his inhalers to lessen respiratory symptoms while not receiving the nebulizer treatments. The customer did not know the name of the medications for the inhaler or nebulizer. The customer reported that his respiratory symptoms are worsening, but they have not required medical attention at this time. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, starting on (B)(6) 2026 the nebulizer will turn on but will not administer his medications.